Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery using a non bsc guiding sheath. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atms for 15 seconds. The procedure was completed with a 2.0mmx150mm coyote mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es catheter. The batch number on the device matched the reported batch number. There was blood in the inflation lumen and the wire lumen. There were multiple shaft and hypotube kinks. Magnified inspection revealed a pinhole over the markerband and scratches on the balloon near the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery using a non bsc guiding sheath. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atms for 15 seconds. The procedure was completed with a 2.0mmx150mm coyote mr balloon catheter. No patient complications were reported and the patient's status was good.